Event description:
Reportedly the device was used during an unspecified procedure. Reportedly after the specimen was inserted into teh retrievable pouch and the pouch was removed from the ring a component broke off and fell into the abdomen. The operation was extended due to retrieving the component. The current pt status is unk at this time.